Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 379 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm and able to complete rewind and pump error has not occurred more than once after a battery change. Customer also reported that insulin pump had replace battery alert and had low battery alert prior to it. Customer also stated that insulin pump heating up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test and unexpected battery power loss alarm. Device had high sleep current due to moisture damage on electronic assembly. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23 alarms were noted. Device didn't heat up while testing. Device was cut open and no burnt components were found.